Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3; b4; b5; d2; g1; g3; g6; h1; h2; upon receiving additional information and reassessing the reported event, it was determined to be not reportable as the device fractured at the yield point. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hex allen key broke at the yield point when applying torque to the stem screw. The surgical technique was utilized; there was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in chile. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hexagonal allen driver broke while torque was being applied to the stem screw. Attempts have been made and no further information has been provided.